Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that following a carotid artery stenting procedure, the patient experienced restenosis. The target lesion was located in the ostium of the left internal carotid artery with 80% stenosis and was 12 mm long with a 6 mm reference vessel diameter. The physician treated the lesion with placement of a filterwire ez and a 4-9 x 30mm nexstent. Following post-dilatation, residual stenosis was 0%. The patient was discharged the next day. The patient was seen for a 12-month follow-up visit. Stroke scale at this time was 0. The patient had required 12-month ultrasound 364 days after the index procedure which noted a 59% target lesion stenosis (ostium of the left internal carotid artery). Per the core lab ultrasound report, the stent was patent. No action was taken and the event is considered not recovered/not resolved. In the opinion of the physician the relationship of the restenosis to the nexstent is possible.